Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Device passed self test. No unexpected missing segment/partial display anomalies noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customers insulin pump had keypad anomaly. The customer¿s blood glucose level was 5.4 mmol/l. The customer stated that the keypad was not responding and that numbers on the screen were appearing and going up and down. The insulin pump will be returned for analysis.